Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the gauze adhesive sometimes separates from the plastic portion of the tracker just below the divot. The non-invasive patient tracker lends itself to the issue described unless placed on a flat or inclining surface on the patient¿s forehead. If placed on a area that is less than perfect, bulbous or declining the plastic portion of the non-invasive patient tracker pulled away from the gauze adhesive. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 643143. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.